Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the following literature titled "s2-5 basics and devices of endoscopic balloon dilation for crohn's disease." Literature summary intestinal and anal stenosis in crohn's disease (cd) is the most important factor in surgery. Our center actively performs endoscopic balloon dilatation (ebd), and we will introduce the basics and innovations of ebd. From april 2008 to november 2023, 885 ebds were performed on 231 patients in our department (4 upper endoscopes, 55 oral colonoscopies, 449 lower endoscopes, 371 transanal enteroscopies, 4 intraoperative endoscopes), and 1,362 stenosis (5 duodenum, 51 jejunum, 684 ileum, 114 ileocecal valves, 118 colons, 123 rectal anus, and 267 intestinal anastomoses). Since ebd is performed while checking pain, the transanal approach is performed without sedation in principle, and blood pressure, pulse, and blood oxygen saturation are measured during the examination. The small intestine endoscope can be used with both single balloons and double balloons, and is inserted by a single method that does not require a caregiver. As mentioned above, stenosis of the ileum is the most common, but ebd cannot be performed unless the stenosis is reached. Cds are difficult to insert due to adhesions and deformation, so we used a small intestine endoscope (sif-h190) equipped with a passive bending function, or used the pcf-pq260l while keeping the overtube intact. After reaching the stenosis, gastrographography is performed to check the stenosis length, flexion strength, and the presence or absence of thin pores, and a soft guidewire is used in the area with strong flexion. In many cases, the stenotic area cannot be viewed from the front, and a cast hood may be used to make it easier to pass the guide wire and measure the stenotic diameter. When using the cast hood, it is difficult to check the degree of tear in the expansion part directly, so care must be taken. Complications occurred in 23 ebds (2.6%). Of these, perforation occurred 11 times (1.2%), 9 times at ebd sites and 2 times at non-ebd sites (due to endoscope insertion). Conclusion ebd is very useful for avoiding cd surgery, but it is important to perform it not only in the procedure but also in the insertion of the endoscope. Type of adverse events/number of patients perforation (11 times) complications other than perforation (12 times)